Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported there was no patient involvement.

Manufacturer narrative:
.